Manufacturer narrative:
Method - no product was returned for evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results - the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion - as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. As of (B)(4) 2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis," (dfu 1307011). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today," (1303722, rev. E).

Event description:
Drug/diluent: bupivacaine. Fill volume: 270 ml. Flow rate: 5.0 ml/hr. Procedure: type ii slap repair arthroscopic on left shoulder. Cathplace: glenohumeral joint. Patient alleges chondrolysis in shoulder following placement of an on-q painbuster pump after surgery on her left shoulder (B)(6) 2006.